Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus. However, based on the evaluation results, it was confirmed that following occurred on the actual device: phenomenon (1): there was a delay to patient treatment. No patients were under anesthesia related to or during this delay; phenomenon (2): clv-190 error code b30. B30 is a scope communication error. The probable cause was that it could not communicate with endoscope due to output socket failure and contact failure of scope connector. However, since the actual device was not returned, and detailed condition of the actual device could not be confirmed, the root cause could not be identified. It was not determined that the defect was caused by user misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, before the procedures and before patient involvement, a scope communication error (b30 error) occurred on the light source causing a one hour delay while troubleshooting was performed. There was a delay to treatment as the procedure room was not able to be used due to the failure. No patients were under anesthesia related to or during the delay. The patients that were scheduled for the scope procedures were worked into a different room which was not having video issues and the room was reworked with other cases that did not have the need for the endoscope tower. The procedures were completed and there was no patient harm reported.